Event description:
The patient reported, that she went through a theft detector at the va and has since experienced a return of symptoms and programming problems. No further information was reported.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent. See scanned pages.